Manufacturer narrative:
No pt injury nor medical intervention was reported. Gambro technical support evaluated the machine and verified that the pressures and scales were within specification. Primed the machine. Completed a prime test and 15 minute cvvhdf saline run. Verified fluid removal rate was within 50 ml specification. The customer was informed that the pumps will spin quickly to catch up if there was clamped tubing or other obstacle to obstruct flow. The machine was tested and released for use. 510(k)# is k041005